Event description:
It was reported that the caster base broke while pushing the unit causing it to tip. The unit did not fall. There was no injury.

Manufacturer narrative:
The end user will replace the unit instead of repair the broken base. No report of patient involvement. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.